Manufacturer narrative:
(B) (4): since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: the device switched to standby mode because of a wrong management of internal data upon aida programming: aida was not programming at the time an attempt to store threshold data was done, which led to the switches to standby mode. This inadequate management will be corrected in the upcoming version of programming software (B) (4). There is no safety issue at all and the device can remain implanted without further action.

Event description:
The device involved in this report was interrogated two hours after the implantation, and was found to be operating in standby mode. Device re-initialization was performed normally. The day after, the same event occurred. Again, device re-initialization was performed normally.